Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. For use by user facility/importer(devices only). (B)(4).

Event description:
It was reported that there was high impedance in both unipolar and bipolar. The patient had reported to the clinician at the first follow up visit at a new clinic that the lead was thought to be fractured. No pacing is present at bipolar but pacing is present in unipolar. The lead was programmed to unipolar, remains in use and will be monitored in follow-up. No patient complications have been reported as a result of this event.